Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue patient line connector of a homechoice automated pd set w/cassette was leaking. The leak was observed during priming for peritoneal dialysis (pd) therapy. It was also reported that the blue patient line connector was deformed. After priming phase completed, the patient connected for therapy; therefore, the patient was connected at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.